Event description:
The manufacturer received information alleging an issue with the ventilator's active exhalation control module. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the active exhalation control module failed to open or close as designed. The device's active exhalation control module was replaced to address the issue.